Manufacturer narrative:
Sorin group (B)(4) manufacturers the s3 roller pump module s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). This medwatch is being filed as a result of this action. A sorin group field service representative was dispatched to the facility to evaluate the equipment. While at the facility the service representative found the equipment to be functioning properly. A preventive maintenance was performed and the system was returned to service. Communication with the risk management department of the hospital revealed that their internal investigation determined the issue was caused by user error and no problem with any sorin product was identified. At the request of risk management the perfusion group has changed their setup to prevent future occurrences. Since the service was only requested as a precaution and no evidence was found to suggest that the issue was caused by a defect or malfunction of any sorin group product, no corrective actions are deemed necessary at this time.

Event description:
Sorin group received a request for service on the s3 system with no report of any failure. Additional communication with the facility revealed that no failure of the equipment had been identified, but there was an incident involving a patient so they wanted to have the equipment checked as precaution. It was also reported that blood were administered to compensate for blood loss resulted from the incident, but the patient was later discharged with no permanent injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump module s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a request for service on the s3 system with no report of any failure. Additional communication revealed that no failure of the equipment had been identified but there was an incident involving a patient so they wanted to have the equipment checked as a precaution. A sorin service representative found the equipment to be functioning properly. The system was returned to service. Communication with the hospital risk management revealed that their internal investigation determined the issue was caused by user error and no problem with any sorin product was identified. At the request of risk management the perfusion group has changed their setup to prevent future occurrences. Since the service was only requested as a precaution and no evidence was found to suggest that the issue was caused by a defect or malfunction of any sorin group product, no corrective actions are deemed necessary at this time. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.